Event description:
It was reported that a julian stopped during surgery, manual ventilation was not possible. No pt injury was reported.

Manufacturer narrative:
The investigation has been started, but is not finished yet.